Event description:
Spinalpak fusion stimulator failed to operate approx 24 hrs after treatment was begun. This device failed and did not alarm. A replacement was received ten days later and it works intermittently and stops working without alarming. Rptr believes the problem is the battery contacts. The device uses a 9v transistor battery the battery contacts are spring tabs. The spring tabs are encased on three sides thus they are mechanically limited. The spring tension is too low. If the battery is not making contact or if the battery suddenly fails there is no power to sound the alarm. Rptr feels this device needs a second power source to power the alarm in the event of power supply failure.